Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert for a shock impedance out of range. When reviewing different vectors, the majority showed out of range shock impedances. The shock impedance has been gradually rising. Calcification was suggested as a possible source for the observed impedance behavior. A commanded shock was suggested to evaluate further but has not been completed according to the sales representative. Also, various follow up strategies were evaluated for long term management. The sales representative mentioned he would be discussing with the physician. At this time, a commanded shock was performed and the impedance was confirmed high, out of range. The physician was leaning toward an rv lead extraction and replacement. At this time, the rv lead has been partially extracted. No additional adverse patient effects were reported.